Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 2 cfu comprised of 2 isolates (positive cocci; micrococcus luteus and positive cocci; moraxella osloensis). The duodenoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: distal cap - fixed type, missing silicone at or around distal case area, passed dry and wet leak tests, distal cap - fixed type failed seal integrity inspection. The distal case/cap was replaced and the duodenoscope was shipped back to the customer on 14-feb-2018.